Manufacturer narrative:
D9: date returned to mfg 3/5/2024 one device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and cracked battery door. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be an out of specification expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the flow test four times. The event occurred during testing; no patient involvement.